Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that sensor had change sensor alert and calibration not accepted. Customer¿s blood glucose level was 403 mg/dl which was treated with bolus through the insulin pump the customer declined to troubleshoot for high readings. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.